Event description:
Stapler was opened to field and before use it was noticed that the last inch of staples were protruding from the load. They were removed from the field and not used. Another reload was opened to complete the case.